Event description:
Complaint received reporting multiple issues (attachment/leakage) with use of z3767 ext. Sets. It was reported "over the past several weeks, five (5) incidents with this tubing have occurred. Details of ost recent incident are as follows "cta scan was being performed for pulmonary embolism at 5cc/sec with 18g smiths medical catheter. Patient came to radiology from ed with catheter and z3767 in place under tegaderm dressing. Nurse said she inserted male luer of extension set into catheter and turned 1/4 turn, then secured spin collar. The test saline injection was okay, with the pressure scale showing a bit high, but not enough to be concerned. Twenty five cc of visipaque at 5cc/sec came next and 1-2 seconds into the injection ... Blood and contrast were running down patient's arm, as the extension set had disconnected from the catheter. Nursing intervened with extension set being replaced and catheter was still intact. About 20cc of blood was lost. New extension set was put on, using same technique as before. All went well, but after the injection, the microclave on the end of the extension set blew the silicone out of the end."

Manufacturer narrative:
Manufacturer's investigation: a review of the mfg. Lot build database for the reported lot 31-145-y1 (mfg. Date 07/2013) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the mfg. Build cycle. A review o the complaint database for this list number/similar problem did not record any additional reports/investigations identifying a manufacturing or design related non-conformance. The manufacturer and facility account manager confirmed this extension set configuration does not have pressure-rated purple clamp, as per the refusal from the hospital (anesthesia) to include it. Based on the reported incident/usage a revised configuration/new set is being built with the purple clamp to address the pressure related component issue. Conclusion: the involved device(s) were not returned for analysis and investigation. The exact cause(s) of the reported attachment / leakage product issues are unknown at this time. The MFR's complaint team reviewed the reported incident/product issues. Monthly mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable components/sub assy builds.